Event description:
An infusion pump with failure code 7, found during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.